Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012. The clinician states that the soft tissue became trapped in the implant threads at insertion and became contaminated. The implant was removed on (B)(6) 2012. Another implant was successfully placed during the surgical procedure.